Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During isometrics noise was noted on both the right atrial and right ventricular leads. It was noted that the patient had previous noise reversion episodes stored by the device along with some inappropriate mode switching. The patient was asymptomatic to the noise and there were no adverse consequences to the patient. No intervention was performed.